Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative (rep) regarding a patient receiving unknown medication via an implantable pump. It was reported that a pump malfunction almost killed the patient and the intensive care unit staff never gave up on the patient and after a week they survived. After the pump had been removed they had been directed to return the pump to medtronic but they refused. The patient stated the pump is in their closet and continues to alarm every other hour.